Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #3) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #3). An additional emdr was submitted to represent the bard/davol composix kugel (device #1) and bard/davol bard flat mesh (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol xenmatrix device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) or an unspecified bard/davol marlex (device #2) or an unspecified bard/davol sepramesh ip (device #3) or an unspecified xenmatrix on (B)(6) 1993 or (B)(6) 1995 or (B)(6) 2004 or (B)(6) 2010 or (B)(6) /2012. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch (device #1) , the marlex (device #2) and the sepramesh ip (device #3). As reported, the attorney alleges patient experienced emotional distress and the device was defective.